Event description:
This event was reported as an emergency explant after 45 days implant duration due to leaflets not appearing to be the same height, prosthetic valve mitral regurgitation, atrial septal defect; symptoms of shortness of breath, edema of lower extremities and left pleural effusion; no further information was provided.